Manufacturer narrative:
A ge service rep performed an on site investigation. The ip pcb x-ray controller, video controller boards the hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported thta the 9800 system on certain images, the thumbnail selected image does not display on the left monitor. No pt injury was reported.